Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a protege rx stent to treat a soft tissue, slightly calcified, slightly tortuous lesion in the proximal common carotid artery. The artery diameter and lesion length were reported as 7mm and 30mm, respectively. The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the tray. A spiderfx device was used as embolic protection. The device did not pass through a previously deployed stent however, excessive force was applied during delivery of the device to the lesion. It was reported that the stent would not self expand and was deformed on delivery. The procedure was completed using a new stent. There was no patient injury reported.

Manufacturer narrative:
Device evaluation the protégé rx tapered was received with the stent partially exposed out of the outer sheath. Dried blood was observed within the catheter and manifold assembly. The protégé rx tuohy-borst valve was loosened and inserted the device into the deployment apparatus in the lab. The stent was able to be deployed at 2.16 lbs. Which is with the 3lb requirement. Visual inspection of the stent reveal no abnormalities or deformities. The retainer was visible and intact. If information is provided in the future, a supplemental report will be issued.